Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause is excessive bending of the cross connector which resulted in the fracture. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that; during surgery (l2-s fixation), when surgeon tightened locking plug of the cross connector 28 mm, abnormal noise occurred and the arm portion was broken. After that two cross connector 30 mm were broken during bending using bender.

Event description:
It was reported that; during surgery (l2-s fixation), when surgeon tightened locking plug of the cross connector 28 mm, abnormal noise occurred and the arm portion was broken. After that two cross connector 30 mm were broken during bending using bender.